Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of and treatment for the event were not reported. On the same day as the event onset, the patient was hospitalized for the event. Four days after hospital admission, the patient was discharged. At the time of this report, the patient has not recovered from the event. Physioneal therapy was discontinued and extraneal therapy was ongoing. No additional information is available.